Event description:
It was reported that, "the pt was in an automobile accident and the patella was sheered off at the bony patella cement interface junction. Could not see catalog number or lot code because of cement."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.